Manufacturer narrative:
Unit passed displacement and self-test. No unexpected pump error 15 and 4 noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. However on adapt, confirmed (15) alarm on (B)(6) 2026 06:50:20.000 hour for alarms that may have occurred in the past and line number 431 file number 589 (B)(6) 2026 06:50:08.000 and confirmed (4) alarm on (B)(6) 2026 06:50:08.000 hour for alarms that may have occurred in the past and line number 147 file number 217 or during a complaint call that might have triggered the reason complaint. Unit was cut open to perform visual inspection and found moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, missing display window/cover and pillowing keypad overlay. In conclusion, pump error 15/ 4 alarms not confirmed. However moisture damage found on moisture damage on the electronics, battery connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged for the receiving pump error 4 (the motor arm cannot communicate with the main arm) and the pump error 15 (the critical block and inverse critical block did not add to zero). The event involved products mmt-1884l, unk_sensor, mmt-242a and mmt-332a. Troubleshooting was declined by the customer for high blood glucose. Troubleshooting was performed for pump error alarms. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unk_sensor. No product return is required for mmt-242a. No product return is required for mmt-332a.